Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6) h3. Analysis of the wireless recharger wr9200 (serial #:(B)(6)) revealed that the recharger was unresponsive. The led's scroll c ontinuously and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was to report that today they noticed that the green lights on the recharger for patient's implant is flashing super quickly and the lights are scrolling up and down. When asked, caller said that both rechargers are stored in the dock in between uses. Reviewed troubleshooting steps however the issue was not resolved through troubleshooting. A replacement request was sent to the repair department. Also during the call, patient was recharging right implant and agent provided guidance for patient to reposition the recharger over implant, which then connected.